Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058. Correction: event date in b3 was incorrectly reported as on (B)(6) 2021. The correct event date is on (B)(6) 2018.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to develop a lung infection and shortness of breath.the patient was prescribed medication in response to the reported event. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a lung infection and shortness of breath. The patient was prescribed medication in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.